Event description:
After the initial implant procedure, the patient received inappropriate shocks in response to an episode of fast atrial fibrillation. Abbott technical support was contacted and confirmed no device malfunction occurred and the inappropriate shocks were due to the programmed settings of the device. In addition, the physician also noted the patient's non-compliance with their medication may have contributed to the arrhythmia. The device was reprogrammed to resolve the event. The patient was in stable condition.